Event description:
It was reported through a review of the xrays: arthroplasty components are anatomically aligned without fracture. There is eccentric position of the femoral head within the cup reflecting liner wear. There are areas of focal radiolucency consistent with osteolysis in gruen zone 1 of the femur and along the central acetabular cup. Correlation with prior images would be necessary. There is no evidence of component loosening. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-02304, cup: 0001825034-2019-02306.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left hip arthroplasty and subsequently was revised for wear. Only the head was revised. Attempts have been made and no further information has been provided.